Manufacturer narrative:
One (1) elevator #301 (pn 09-0257, lot#110112j12, manufactured november 2012) was returned without original packaging for a broken tip. The elevator was visually evaluated and the entire tip was found to be fractured. The broken tip was not returned. The elevator shows signs of normal wear from typical use. The manufacturing history was reviewed and no non-conformances associated with this lot of parts were identified. The most likely cause of the complaint was operation of the instrument outside of the intended use, resulting in failure. Supplemental report four of six from the same customer, reference 1032347-2015-00405-1, 1032347-2015-00422-1, 1032347-2015-00423-1, 1032347-2015-00425-1 and 1032347-2015-00426-1.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Additional lot numbers were received for evaluation that were not reported by the customer, reference initial report 1032347-2015-00405; subsequent reports 1032347-2015-00422, 1032347-2015-00423, 1032347-2015-00425 and 1032347-2015-00426.

Event description:
It is reported the tip of the elevator broke during surgery, the tip was retrieved. No adverse events were reported. No case specific details were able to be provided as the facility did not have a complaint, they were returning multiple instruments that needed to be replaced.